Event description:
Attorney alleges on (B)(6) 2012, the patient went to (B)(6) cardiology in (B)(6) for a routine interrogation of his pacemaker. During the interrogation process, he received three separate electrical shocks. The first shock occured as soon as the interrogation began which caused the patient's body to seize up. A second interrogation was started and produced a second shock to the patient's body causing his legs to come off the table towards his chest. The technician communicated with a medtronic representative and they were told to try it again. The nurses and/or technician then began the interrogation a third time which resulted in a third and final shock to the patient's body causing his left arm to seize up and come across his body. This interrogation should never have been done. It was performed because the medtronic's representative instructed them to do so. The patient was switched to another medtronic interrogation device. A fourth interrogation was completed successfully...as a result of the electrical shocks, the patient has suffered severe headaches, neck pain and left arm injury resulting in pain and numbness in the arm, elbow and hand.

Event description:
It was reported that on three occasions, when attempting to interrogate an implantable device, the patient received a "shock," not pectoral or diaphragmatic stimulation, but a very strong jolt. It was also reported that a neurologist has found nerve damage, consistent with an electrical shock. The programmer has been used on other patients, without incident. It was further noted the patient was involved in a motor vehicle accident prior to this and was at the hospital to have the pacemaker checked; capture, sensing, impedances were all within acceptable ranges. The patient further stated being "electrocuted" while having the implanted device checked. The patient said "the two clinic reps used the clinic programmer and all of the muscles in my entire body contracted and I rose off the table. They made some adjustment to the machine and tried it a 2nd time when my leg and hips came off the table. The 3rd time my arm convulsed and has been numb ever since.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The medtronic rep was called and came to check with another programmer in another room. The 2nd programmer was fine and my pacemaker function was ok. Since that experience, I have had debilitating headaches, loss of feeling in my arm, had a CT scan, echo, numerous neurology tests to make sure they didn't damage my heart." The programmer was returned for check and repair. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The medtronic rep was called and came to check with another programmer in another room. The 2nd programmer was fine and my pacemaker function was ok. Since that experience I have had debilitating headaches, loss of feeling in my arm, had a CT scan, echo, numerous neurology tests to make sure they didn't damage my heart." The programmer was returned for check and repair. No further patient complications were reported as a result of this event. Evaluation summary: analysis could not confirm the reported event. (B)(4) missing lower pcmcia (personal computer memory card international association) button. Loose hinge plate screw. (B)(4) no anomalies found.